Manufacturer narrative:
(B)(4). Method: the complaint humidification chamber was not returned to fisher & paykel healthcare (f&p) for evaluation. F&p requested for further information regarding the event however limited information was provided. Our investigation is based on the information provided by the customer and our knowledge of the product. Results: the customer reported that a humidification chamber was found to be leaking water. Conclusion: without the complaint device, we are unable to confirm the reported event. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chamber would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure" "ensure there is water supply connected to the chamber and that water is present within the chamber" "do not use the chamber if the seals are not intact when received, or if it has been dropped."

Event description:
A healthcare facility in (B)(6) reported that a humidification chamber was leaking water. There was no patient consequence.